Event description:
In 2008, I had the restor multi focal iol model sn60d3 power 7.0 d length 13. Cmm; optic 6.0 mm; implanted in my left eye by dr. Following the surgery, I had a large corneal abrasion, which has since healed along with very dark floaters. I saw another surgeon while my doctor was away the week following surgery. Since the surgery, I have not had clear vision at any distance with the restor lens. My vision is blurry and images have ghost images. I am wearing a contact in my right eye for distance since I am myopic, -7.5. I have been unable to wear glasses because there is no prescription that will work with my eyesight because the eyes are so different. I have no depth perception and an optometrist who gave me the contact lens also recommended that I wear a +2.5 lens in the operated eye so that the mid distance, ie. Computer use, eating, dressing, looking at people will not appear half in and half out of focus. I need to wear reading glasses in addition to the two contact lenses. My visual handicap is much worse than when I had the cataract. Dr has told me that he miscalculated the measurements and that I need additional power in my left eye and recommends putting a "piggy back" lens over the implant. I called the manufacturer and they told me this was an "off market use" of the product and could not advise me on this. Dr would then like to operate on the cataract in my right eye. Three other doctors do not feel the cataract is bad enough to require surgery. He also said he could make an incision to correct the astigmatism which has since developed in my left eye although he has repeatedly said he does not think this is the issue with my poor vision and in fact admits that he doesn't believe it can be completely corrected. I have sought the opinion of the medical staff of eye and ear. They have suggested yag laser to the capsule although three doctors have said that the capsule is not blurry -including ma eye and ear-. They also suggested prk lasik to fix the refraction although none of the three doctors I saw have been able to correct my vision through refraction with glasses or contact lenses. I am seeking a fourth opinion this week. From reading the total pages of adverse event reports on this lens model it appears that yag laser and prk lasik are unlikely to help and that the only recourse is to risk lens exchange due to inherent problems with this lens. Dates of use: 2008 ongoing. Diagnosis or reason for use: cataracts.